Manufacturer narrative:
Device monitored for several days. Pump received with intermittent button response due to flattened act button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons not responding. The customer's blood glucose value was 74 mg/dl. Customer stated insulin pump had battery failed alarm. Customer reported they were unable to clear the alarm. Customer stated buttons were freezing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.